Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that intraoperatively it had not been possible to insert the glenosphere. Another glenosphere was used; also with this one the insertion was difficult, but it worked. Surgical delay of twenty-five minutes; no adverse patient consequences.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: intraoperatively it had not been possible to insert the glenosphere. Another glenosphere was used; also, with this one the insertion was difficult, but it worked. Surgical delay 25 minutes, no adverse patient consequences. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the xtndgleno d42mm +0mm shrtpst was found cross-threaded from the driving recess and the distal portion of the screw. Additionally, the surface displays marks which are consistent with the implantation attempts. A manufacturing record evaluation was performed for the finished device [130761142/ d23043647], and no non-conformances or manufacturing irregularities were identified. The observed damaged condition suggests that the glenosphere was not properly aligned with the metaglene and excessive or off-axis forces were applied. This would contribute to the difficulty/inability to mate the glenosphere with the mating component following multiple insertion attempts. As per delta xtend¿ reverse shoulder system surgical technique "proper alignment between the glenosphere and metaglene is absolutely essential to avoid cross threading between the components. Proper alignment leads to smooth thread engagement and easy screwing. If the glenosphere seems difficult to thread onto the metaglene, do not force engagement but re-align the components". The mating metaglene component was not returned, therefore, a functional test was not able to be performed. However, due to the visual damage observed, the difficulty/inability to assemble mating devices can be confirmed. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the xtndgleno d42mm +0mm shrtpst would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 23-apr-2023. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 31-mar-2028. 5) IFU reference: IFU-w90930. Device history review: a manufacturing record evaluation was performed for the finished device [130761142/ d23043647], and no non-conformances or manufacturing irregularities were identified. H11 additional narrative: corrected: h3, h4.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.